Event description:
Slight poly wear was found on the tibial insert during a revision to address loosening of the tibial tray at the cement/bone interface; with competitor cement used in the primary surgery.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported polyethylene wear based on the provided information. The initial reporting stated the poly wear was very slight. Wear of a polyethylene knee device after approximately sixteen years implantation is not unexpected. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.